Event description:
It was reported that the autopulse resuscitation system (s/n (B)(4)) experienced a system error and had internal blood contamination. Additional information was received indicating that the autopulse device displayed a "system error" message after compressions were performed on the pt. No further information was provided. There was no adverse pt sequelae reported.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) involved in the event was returned for evaluation. Visual inspection was performed and it was observed that the battery latch lock was bent. No other anomalies were observed. Reported complaint of "system error and internal blood contamination" was confirmed. Functional testing was performed and platform passed. Further inspection confirmed a defective power distribution board (pdb) likely led to the observed "system error" fault, however a definitive cause for why the (pdb) board failed could not be determined. In summary, the reported complaint was confirmed, however a definitive cause could not be determined.

Manufacturer narrative:
Zoll circulation has not received the product in complaint. A supplemental report will be filed if and when the product is returned and investigation has been performed.